Manufacturer narrative:
The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported while in use, this ventilator device intermittently cycled power off then back on. The customer stated to patient harm was reported. The customer determined the most likely cause of this failure was the gas delivery engine (gde) and a replacement was ordered.

Manufacturer narrative:
The suspect gas delivery engine (gde) was returned to vyaire and evaluated. The reported problem could not be duplicated and a conclusive root cause could not be determined.